Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -10.0 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens of diopter +9.5 into the patients right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. The reported did not give cause for this event. Claim # (B)(4).